Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an alarming and stating, "contact olympus". The issue identified during the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore error 218 occurs with no image displayed, the protector of the video cable section is overstressed, the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the video cable protector was overstressed which broke video cable resulted in error 218 and no image. Additionally, a root cause of the reported malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.